Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microendoscopic discectomy due to herniation. Post-operatively, the product was checked,though the arm part was tightened but was still in a loose condition. It had become unable to fix the product. Something abnormal was felt during the operation, but the procedure was continued. The wheel could be tightened, but could not be loosened any further. The state of the handle screw cannot be confirmed. Even if the wheel is tightened, the arm is not fixed properly. The product came in contact with the patient. There were no patient complications as a result of this event.